Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
Information not provided. Information not provided. Information not provided. Consumer stated the metal shaft detached completely and caused cuts to the inside of the consumer's mouth and chipped their front teeth. Complaint received from (B)(6).

Event description:
Consumer stated the metal shaft detached completely and caused cuts to the inside of the consumer's mouth and chipped their front teeth.